Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 6 years after post successful tavr procedure, the valve is failing due to stenosis and regurgitation. The patient was treated with a 9755rsl23a successfully.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The complaint for post -implantation - degeneration was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "a review of the tte reports that approximately 6 years after implantation of the 23mm s3 in the aortic position, the bioprosthetic aortic valve had a peak velocity of 5.47m/s, increased mean gradient of 72mmhg, and an ava of 0.7cm2, all which are indicative of severe aortic stenosis. There was also some trace aortic regurgitation". In this case, the patient had a history of chronic kidney disease (ckd), which is a known risk for developing bioprosthetic valve calcification. This could have caused the valve leaflets to become thickened, resulting in the narrowing of the effective valve area (stenosis) and increased gradients, as reported. Available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event.

Manufacturer narrative:
Correction to b1-report type. Updated to (b5 (adverse event or product problem) and b7 (additional text).

Event description:
Per medical record review, a review of the trans-thoracic echocardiogram (tte) reports that approximately 6 years after implantation of the 23mm s3 in the aortic position, the bioprosthetic aortic valve had a peak velocity of 5.47m/s, increased mean gradient of 72mmhg, and an ava of 0.7cm2, all which are indicative of severe aortic stenosis. There was also some trace aortic regurgitation. The patient was treated successfully with a valve in valve (viv) of a 23mm s3ur valve in the 23mm s3.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings. Multiple attempts were made for medical records, if additional information is received a supplementary report will be forthcoming. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was unable to be confirmed due to the unavailability of medical records/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 6 years after post successful tavr procedure, the valve is failing due to stenosis and regurgitation." Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to insufficient information, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.